Event description:
The implant is 04.168.000s. There was nonunion intraoperatively. The hardware came out and replaced with dhs.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot, expiry date), d9, d10 (concomitant) corrected: d4 (primary UDI number) the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h4. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the pl 1-ho f/fem neck syst tan exhibit severe signs of damage, likely caused during the extraction process. The implant was found fractured in the proximal area where the screw is inserted, the broken fragment was not returned for evaluation. Additionally, the overall surface of the implant exhibits scratch marks, which appear to be the result of the extraction process, it was also observed that the antirotation screw became jammed inside the insertion handle. According to the surgical technique, femoral neck system, remove the locking screw by hand using the screwdriver shaft together with appropriate handle and without torque limiter. Precaution: locking screw may strip if excessive force is applied and screw does not turn. If it is difficult to find the recess of the antirotationscrew, then use the insert (03.168.009) as a guide within the plate. If the antirotation-screw gets detached from the screwdriver, then use the multifunction rod and turn it clockwise to catch the antirotation-screw. Pull on the multifunction rod and turn anti-clockwise to fully remove the antirotation-screw. ¿ a dimensional inspection was not performed as it is not applicable to the complaint condition. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pl 1-ho f/fem neck syst tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device product code: 04.168.000s lot number: 7269p57 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 01 sep 2023 manufacturing site: jabil grenchen expiry date: 31 jul 2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.